Event description:
It was reported that the patient presented to the hospital for syncope, but no high rate episodes were recorded by the pacemaker. A programming change was made to the device sensitivity to try to avoid undetection of ventricular arrhythmias. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.